Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre use check, the cs300 intra-aortic balloon pump (iabp) pressure cannot be detected. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, e1(reporter name & email address).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit, the fse observed the pressure waveform was missing and value was very weird (200mmhg). 1) no critical fault found during logs. 2) ran on trainer and balloon for 15mins and unit passed. 3) safety disk leak test, k6, k6a, k7, k8 leak test, safety vent test and pneumatic performance test all passed. Collected the logs. Machine is fine. Initial suspicions will be the pressure cable and transducer set. Will follow up with application specialist to determine the root cause to see if its application related. Fault cannot be replicated. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.